Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2024413; medical device expiration date: 2022-05-23; device manufacture date: 2022-01-24. Medical device lot #: 1334477; medical device expiration date: 2022-03-29; device manufacture date: 2021-11-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sabouraud dextrose agar slants catalog number 221013 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using plate sabouraud dextrose agar cg 20 ea mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-may-2022. H.6. Investigation: bd received samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Additionally, the customer samples were inspected and contamination was observed. No issue was found in retention samples. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for contamination. Bd was not able to identify a root cause.

Event description:
It was reported that while using plate sabouraud dextrose agar cg 20 ea mold contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about contamination of the media."